Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system explant due to infection with unknown bacterial caused. Additional information confirmed that patient developed a hematoma at the pocket site. No additional adverse patient effects were reported. This crt-d was explanted.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system explant due to infection with unknown bacterial caused. Additional information confirmed that patient developed a hematoma at the pocket site. No additional adverse patient effects were reported. This crt-d was explanted.